Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 07-24-2023 for g7 wearable with serial number (B)(6). However, g7 wearable with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable because the investigation window does not reflect the alleged device. No injury or medical intervention was reported. Information is available subsequent to the initial MDR, additional.